Manufacturer narrative:
Zimvie complaint number (B)(4) g4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported that an implant was removed due to a sinus perforation. Tooth site 16.